Event description:
Pt reported low pi with elevated powers. He was instructed to hydrate himself and monitor overnight. Following morning parameters did not change. Came into clinic and was admitted. Pump exchange performed. Manufacturer found disruption of wires' insulation possible caused by repetitive flexing of the lead.this facility has seen multiple problems with this device over the last year.